Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient result reported as either 5.0 inr or 4.7 inr on the coaguchek xs system while a comparison lab was reported as either 3.5 inr or 3.6 inr. Clarification on which of the reported values were correct was not available. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.